Manufacturer narrative:
The tech isolated the issue to a broke brake/steer caster. He replaced the brake/steer casters to repair the bed.

Event description:
Info received indicates the brake casters are not locking at foot end of the bed. Brake not holding.